Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the select button hesitates and was worn out. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. Customer stated all buttons are responding. The customer reported that they received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. New battery resolved the issue. Customer reported that they received failed battery alert. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.